Event description:
A nurse from (B) (6) med ctr contacted zoll lifecor customer support to report that they were preparing the (B) (6) male pt for discharge when the system alarmed that a treatment was imminent. The pt was still on telemetry and did not show signs of an abnormal heart rhythm. Support requested the nurse check for proper electrode contact with the pt's skin and proper garment fit but the alarms continued. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The cause of the arrhythmia alarms and no rate messages was a damaged cable section. The cable from the distribution node to ECG c had internal damage. When the cable section was manipulated, the 5v analog line was pulled low and the fb and ss channels were noisy. The root cause of the internal damage to the cable has not been determined. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.